Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inadequate capture and gradual increase in pacing impedance of the rv lead were observed. The patient was dependent. The rv lead was capped and replaced on (B)(6) 2019. The patient was stable.